Manufacturer narrative:
The technician found the head and foot steer linkage broken. The technician used brake/steer upgrade kits to repair the stretcher.

Event description:
Information received indicates the brake is not holding and the steering function is not working.